Event description:
The patient was implanted with a synchromed pump and catheter in 1999 for intrathecal infusion of morphine for non-malignant pain. In 2000, the patient underwent explantation of the pump after the hcp found the pump reservoir residual did not agree with the programmed residual. The pump was returned to the manufacturer for analysis. The patient underwent implantation of another synchromed pump on the same day and contuinues with the therapy.